Event description:
On 08/05/2024, it was reported by a sales representative via sems- (B)(4) that an ar-3610pk-3 percutaneous insertion kit for knotless fibertak anchor had the drill spot-welded with the guide when used. This was discovered during a procedure, with no reported patient harm. Additional information was received on 08/08/2024: this was discovered during a shoulder scope, labral repair procedure on (B)(6) 2024. The case was completed by using a straight guide fibertak disposable kit instead of the faulty 1.8 fibertak percutaneous kit. There was no case delay reported and no adverse effects on the patient.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a manufacturing issue; however, due to the device not being returned, we are unable to confirm the reported event.